Manufacturer narrative:
Date of event: (B)(6) 2018. Report date: 04oct2018. The service engineer (se) inspected the device. The se found that during oxygen flow accuracy test, ventilator was not showing any oxygen flow. The se replaced the gas delivery system (gds)and oxygen flow accuracy test passed. The se performed performance verification testing and all test passed.

Event description:
It was reported that during service, philip's service engineer (se) found a oxygen flow sensor calibration data error in the ventilator diagnostic logs. There was no patient involvement.

Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 19dec2018. A gas delivery system was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found.